Event description:
Adverse event: restenosis/death. Time of adverse event: post procedure. Device issue: none. It was reported that during the procedure, intra-vascular ultrasound (ivus) revealed prior stenting of the proximal to mid left anterior descending artery (lad) with a 3.0 x 38 mm zeta which had 31% in-stent restenosis. A 77% stenosis was revealed in the right coronary artery (rca). Pre-dilatation was performed from the mid to ostial rca using a non-abbott balloon with development of a long dissection. Bailout stenting was performed using a xience v 3.5 x 28 mm stent deployed at 12 atmospheres. Post dilatation was performed using a non-abbott balloon. A second xience v 4.0 x 28 mm was deployed at the proximal to mid lad at 18 atmospheres followed by dilatation. A third xience v 4.0 x 12 mm stent was deployed at 20-30 atmospheres at the ostium of the rca. Ivus showed fully deployed stents apposed to the adjacent vessel wall. Post procedure, the pt's condition worsened. Cardiopulmonary resuscitation was performed; however, the pt died that same afternoon. Reportedly, per physician, the cause of death could not be determined. Though requested, no additional info has been provided.

Manufacturer narrative:
(B)(4). The xience v 4.0 x 28 mm (part#1009531-28/lot#0041341/serial#52575), xience v 3.5 x 28 mm (part#1009530 12/lot#0012741/serial#51422), and multi-link zeta rx 3.0 x 38 mm (part#1009838-38/lot# unk) mentioned are being filed under separate MFR report numbers. Eval summary: in this case, there was no reported product deficiency. The reported restenosis is a known adverse event listed in the zeta instructions for use (IFU). In this case, the restenosis was treated with dilatation which resulted in a long dissection. Three xience v stents were implanted to treat the dissection. Post procedure, the pt expired. It should be noted that the death is listed as a known adverse event in the zeta IFU and in the xience v IFU. Although a conclusive cause for the reported pt effects and the relationship to the devices, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the 4.0 x 28 mm xience v stent delivery system (sds) and the 4.0 x 12 mm xience v sds were inflated above rated burst pressure (rbp). It should be noted that the xience v IFU states, "do not exceed rbp". Additionally, it was reported that the 4.0 x 28 mm xience v stent was used to treat in-stent restenosis. It should be noted that the xience v IFU also states that the safety and effectiveness of treating in-stent restenosis has not been established. It is unk if the inflations above rbp or implantation within in-stent restenosis contributed to the reported complaint.